Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the end cap . The device was replaced and there was no effect on the patient. No adverse effects or patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one unit was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect any damage that could cause condition reported. No damage / broken parts or contamination was observed in the unit returned. The unit was tested for leak by introducing water in the product. A leak was observed between the tube with the adapter connection in the units received. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. After sample evaluation the most probable root cause for the leak condition was due to a lack of adhesive s-10 between tube with the base tube during bonding assembly; cause was traced to assembly error/manufacturing. For corrective action, an awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure. Action taken after the manufactured lot reported in this complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).